Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No moisture damage was found one the electronics and motor noted. No button error alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 403 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the insulin pump may have been exposed to moisture. Customer had the insulin pump on when they went outside and it was raining. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer will not be returning the product for further analysis.